Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide, " do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went through a full body scanner while going through tsa. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.